Event description:
It was reported that the output connector latch on the external pulse generator (epg) was broken. Technical services provided the part number to order for the connector and the biomedical engineer will repair the latch. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).